Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex self-expanding stent with an entrust delivery system with a 6fr sheath for the treatment of a 120mm moderately calcified fibrous lesion which exhibited cto (chronic total occlusion) in the mid right sfa of diameter 5.5mm. Vessel reported to be slightly tortuous. Embolic protection was not used. Device IFU was followed. Device prepped without issue. Lesion was pre-dilated using a 5x120 pre-dilation device. The device passed through a previously deployed stent. It was reported the physician experienced deployment difficulties. Resistance was encountered when advancing the device but no excessive force was used. The thumbscrew/lock-pin checked for securement prior to procedure and the lock-pin was removed after the device was in position. It was reported that after approximately 3/4 of the stent was deployed, the thumb wheel disengaged. The physician cracked open the deployment handle to release the stent. Stent was successfully deployed. No patient injury was reported.